Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was unable to be duplicated. The distributor evaluation included downloaded data review as well as incoming functional testing of the device¿s ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. There was no adverse event that occurred related to this issue. Upon further investigation, contamination was found on the front response button, causing the button to be intermittent. The root cause for the service code was unable to be duplicated. The root cause of the contaminated response button is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.